Event description:
It was reported by service report that the fowler would not go all the way down. No patient involvement or adverse consequences were reported

Manufacturer narrative:
Clevis pin and finger.